Event description:
It was reported that left hip revision surgery was performed.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part and lot numbers a complaint history/DHR/device labelling/risk management review cannot be performed for the devices involved. Should the lot/batch/serial number become available at a later date then a complaint history/DHR/device labelling/risk management review task will be re-opened and completed. To date clinical relevant documents have not been provided, therefore we are unable to conduct a thorough medical assessment. In the event medical/clinical records are received, the clinical task may be re-opened and a thorough assessment will be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.